Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose had been running over 300 mg/dl for a couple of days and infusion set changes had not helped. The blood glucose reading was 394 mg/dl. The customer had been treating high blood glucose with the insulin pump. The drive support disk was normal and recessed and the customer found no air bubbles or leaks. Insulin did exit at the quick release with the manual prime. The customer was advised to remove the infusion set and the cannula was not bent and the customer reported no site issues. The customer was advised to change the entire set, reservoir and insulin and treat per a health care professional's instruction. The customer called back after finding a tubing clamp to perform the high pressure test. The insulin pump failed the high pressure test as well as the displacement test. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.